Event description:
It was reported that since implant the patient had put their laptop on their lap and experienced an increase in stimulation. The patient had follow-up appointment for the implant with their health care provider (hcp) on (B)(6) 2014. Additional information received reported that 2 nights ago when the patient had their laptop on their lap they felt that their leg got numb and tingly. It was reported that it was fine after the patient turned their implant off. It was noted that the therapy was working for the patient. The patient was going to speak with their hcp regarding whether there was tissue damage. Additional information received reported that the patient experienced a shocking or jolting sensation. Since implant the patient had had several occasions when using a laptop, cell phone, or tablet their legs went tingly, achy, and numb. It was reported that the patient felt warmth and then several days of soreness. These sensations went away if the patient turned stimulation off and the patient didn¿t have these kinds of sensations during the trial. It was noted that the patient wanted to know if grounding was different in the trial and the implant. The patient had been speaking with their manufacturer representative regarding the issue and they told the patient that they had equipment to test impedances and recommended they test the system along with the equipment the patient was using. It was reported that the manufacturer could not be present for the follow-up appointment but there was someone else who could do the check. The patient had gotten good retention symptom results and after implant their settings had been 0.6-0.7v and that was providing good results. It was reported that after the jolting from the tablet the patient stopped feeling stimulation and thought they had broken their device and so they increased stimulation to 1.1v and felt stimulation again. Additional information received reported that the patient noticed that they were a ground and were absorbing high radio frequency or magnetic energy. This had been happening to the patient where ever they went since implant. It was noted that when the patient was sitting with their laptop and their leg fell asleep that the patient turned the ins off and it got better and they also got up and walked around as well. The patient had the device off.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0f2w6, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated the following information pertained to the event captured under this manufacturer report number. It was stated that stimulation from the trial to the permanent implant was different. The patient was feeling stimulation in a different area than what they felt in the trial and wanted to know if this was common. It was reported that with the permanent implant the patient felt like they were starting the whole process over again. The patient was currently on program 1 and asked if stimulation should move around. It was noted that the patient had felt stimulation in their anus area and scrotum area and tended to feel this when the amplitude was higher. The patient had decreased to 0.6v and was comfortable. It was reported that the patient was noticing therapy effect on this setting. It was noted that the patient's trial stimulation did not go to those areas at all. The patient had follow-up appointment for the implant with their health care provider on (B)(6) 2014. It was noted that the patient was implanted on (B)(6) 2014 for urinary retention. A couple weeks later it was noted the patient felt stimulation in the groin area and it was uncomfortable. Information received as of the date of this report indicated the patient's issue was not resolved. Even with the device explanted, the patient was having increased burning/tingling in the right groin and perineum. No malfunctions or the cause of the issue was noted. It was later indicated that since the device was removed, most of the low frequency magnetic sensitivity was gone. However, as noted prior, it seemed the patient was now more sensitive to radio waves. On (B)(6) 2014 it was determined the patient was an antenna for low frequency magnetic waves and high frequency radio waves. It was added the skin under the patient's right eye and/or cheek twitched and turned numb when they got too much exposure to electromagnetic frequency.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had a successful trial and was implanted with their system in early (B)(6) 2014. About a week after implant, the patient started getting shocking in their sacral area. Over time, the shocking area changed to be sciatic pain and then it became shocking all over the patient's body. The patient's stimulation was subsequently turned off and the patient was still having shocking issues. The patient indicated that the shocking was due to electromagnetic interference (emi) in their environment and it was occurring with cell phones, wi-fi, radio, tv, laptop and causing interference in their house with cell phone and lights. The patient stated they also noticed it when passing by a transformer and at their daughter's house. Reportedly, the patient had even tried living in their basement and wearing special clothes to address the shocking but that hadn't helped. It was stated the patient's shocking didn't appear to be associated with movement but the patient did note that once their stimulation got stronger when they crossed their legs. It was noted the patient's blood work had been negative and nothing remarkable occurred during the implant procedure. It was stated the patient was getting therapy benefit and had stimulation at 0.4 volts initially but that was lowered to 0.2 volts later on when the patient was using stimulation. The patient had not had any falls or trauma since implant. It was noted the patient had their entire system explanted (B)(6)-2014 and were still having issues with shocking all over their body. It was later reported the patient's implantable neurostimulator (ins) and lead were removed (B)(6)-2014 because it was causing electrical shocks which started (B)(6), 2014. Additional information stated that since implant removal the patient stated they were affected more by high electromagnetic frequencies, and the low frequencies were coming back to affect them too. Additional information stated there were no parts of the lead left behind during explant. It was noted when the patient had the system and it was turned off and they were getting shocking in the pelvis, running down their legs and left arm, and when the patient passed by a transformer they got a shock from their head to their toes. It was stated the patient still remained sensitive to emi and felt they had gotten more sensitive to long-range sources of emi like cell phones. The patient indicated that their right buttock was twitching and giving off electricity. Reportedly, the patient was going to see a neurologist next. It was later reported the patient was picking up waves from computer and cell phones and they thought it was because they had a hernia repair and they used stainless steel metal. It was noted the patient started having a problem with emi on (B)(6)-2014. Additional information stated the patient also had sensitivity to car engines and they had to wear protective clothing to protect them. It was stated the patient was implanted (B)(6)-2014 and these problems started the same day. It was noted the patient's hernia repair used stainless steel that was on the right side and 7 inches from their implant. The patient stated with the computer running they could feel the current through the stainless steel wire where they had the hernia repair.

Event description:
It was later reported the patient had terrible sensitivity to high frequency radio waves. It was noted the patient thought the interaction of various metals in their body or electromagnetic interferences contributed to their dilemma. The patient stated they were wearing clothing to shield them from radio waves and trying to avoid excessive radio waves and that was worse than having to use a catheter every day.